Manufacturer narrative:
Event date: unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event and was treated with an unspecific anti-inflammatory drug (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.